Event description:
The patient reported that the patient was experiencing chest pains like angina due to pacemaker pulsing. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.